Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer ran quality control (qc), which was within range but obtained discordant, falsely low results on three patient samples. Ccc advised the customer to replace integrated multi-sensor technology (imt) sensor, perform condition and dilution check. Ccc recommended the customer to repeat qc and rerun the same patient samples. Upon follow up, the customer stated that qc was run every four hours, resulting within range. The cause of the discordant, falsely low na results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.